Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working due to fluid loss. Upon explant, there was a hole in the cylinder as the top layer of cylinder unsheathed. A new inflatable penile prosthesis was implanted. No patient complications were reported.